Event description:
It was reported that one package of simplex is damaged and leaking. Upon receipt of the simplex.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was discarded. If additional information becomes available, it will be submitted in a supplemental report.

Manufacturer narrative:
An event regarding packaging damage involving a simplex packaging was reported. The event was not confirmed as the reported product or photographs were not provided. A device history review indicated that this batch was manufactured and shipped to stock with no reported discrepancies. There was no other similar reported events for the lot. No further investigation is possible at this time as further information is needed.

Event description:
It was reported that one package of simplex is damaged and leaking. Upon receipt of the simplex.